Event description:
It was reported that the jaws of the precise bipolar forceps instrument were misaligned. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed one bent grip, causing side to side misalignment of the grips and a .110" offset at the tips. The bent grip has a twist in it and there is separation of the yaw pulley and pulley cover at the glue joint, indicating overloading at the tip. Engineering also observed various scratches on the distal end of the main tube with light material removed. The scratches are under .250" long and not aligned with the tube axis. Based on the location and appearance, the damage was most likely caused by instrument collisions and/or rough handling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.